Event description:
It was reported that the arctic sun device received an alarm 113 (reduced water temperature control) and maintenance to be performed. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, both pumps were replaced. The date of event occurred was (B)(6) 2023. Per follow up information received via email on 27jan2023, it was found during repair that device needed a new calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alarm 113 (reduced water temperature control) and maintenance to be performed. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, both pumps were replaced. The date of event occurred was 21jan2023. Per follow up information received via email on 27jan2023, it was found during repair that device needed a new calibration. Per sample evaluation results received on 22mar2023, it was reported that that the root cause of the reported issue was due to a failed mixing pump. It was stated that a weak circulation pump also contributed to the reported issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.